Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the etiology indicated the event was due to programming. The stimulation was not helping the patient due to the high impedances.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that last november the patient lifted a heavy speaker and felt tug on their lower back. Ever since the ins has not been helping as it used to. The patient has low back pain, and pain was 8/10. During interrogation electrodes 10, 12, 13, 14, and 15 were out of range, high impedances. There was no evidence of lead fracture. The action taken was the device was reprogrammed on 2018-jan-15 around those electrodes. The etiology indicated the relationship of the event to the device or therapy was related, but not related to the implant procedure. The outcome was reported as resolved without sequelae on 2018-jan-15. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016; explanted: (B)(6) 2018; product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016; explanted: (B)(6) 2018; product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the leads were explanted and replaced. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2018. No further complications were reported/anticipated.